Event description:
A customer contacted (B)(6) technical service center to report an alarm on the homechoice (hc) machine during fill 1. While troubleshooting, the home patient (hp) found some small air bubbles in the patient line. The hp started over with a new setup and would call the registered nurse. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Product surveillance spoke with peritoneal dialysis nurse (pdn) on 30 nov 2010, who verified that the patient did not develop any clinical symptoms as a result of this incident and stated that she would definitely know if there was. Also that there was no patient injury and no need for medical interventions. The pdn confirmed that the patient would have discarded the actual sample and finished the box of product by now. She also stated that the patient is very good about following proper therapy procedures, is doing fine and continuing on therapy.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). This complaint was not confirmed in the lab due to a lack of sample. The lot number was not provided; therefore a batch review cannot be conducted. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.